Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and blood/body fluid noted in the neck region and in the helix housing. Resistance testing] found the lead was not electrically continuous. Detailed analysis confirmed that the terminal area shows a fractured cathode (inner) conductor coil at the distal end of the terminal pin. The distal side of the fracture shows that the conductor coil is necked down at the fracture site. The necked down coil would indicate a fracture while attempting to extend the helix. Crimp sleeve is in the correct location and no jumped filars were noted. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during implant, this lead experienced helix extension issues. It was fine outside the body but not inside of the patient's body. The lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.